Event description:
The patient experienced psychosis "at high levels of medication." It was also noted the patient has overdosed from oral medications on 2 occasions recently; once from trazodone, and once from coumadin. It was later reported on (B)(6) 2011 that a pump dye study was "fine". The drug delivered via the pump was lioresal.

Manufacturer narrative:
(B)(4).